Manufacturer narrative:
Date sent: 9/14/2007. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the ejected clips. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips jammed and two clips appeared at the same time. A device of the same code was used to complete the procedure. No patient consequence reported.